Manufacturer narrative:
Control solution testing was conducted and results were out of valid range.

Event description:
Customer reported receiving freestyle blood glucose test results of 21 and 176 mg/dl within a ten minute period. The result variance exceeds the MFR's allowed variance of 20%.